Event description:
It is reported that a customer experienced low blood glucose of 33 mg/dl. The customer was treated for the low blood glucose with a glucose tablet and food. The customer was informed that there could be many reasons for low blood glucose. The customer was admitted as an inpatient for medical treatment. The customer was assisted with trouble shooting the insulin pump and found that the pump works as designed. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.